Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2021 to treat lower back pain. The nalu system was in use for more than 3 years with no issues. System initially provided good pain relief, however the patient's existing conditions progressed and the therapy provided by the nalu system lessened. Working with a neurosurgeon, the patient chose to move forward with spinal fusion to address the existing conditions. On (B)(6) 2024 the nalu system was surgically explanted in preparation for the planned spinal surgery.

Manufacturer narrative:
Although the level of pain relief lessened over time, the patient reported that the nalu system was still providing significant relief up until the time of explant. There is no indication of any system or component failure or malfunction and there is no indication of any component migration. Explant was performed in preparation for another procedure that will address the patient's underlying physical condition.